Event description:
Related manufacturer reference number: 2017865-2021-06460, related manufacturer reference number: 2017865-2021-06461, related manufacturer reference number: 2017865-2021-06462. It was reported that the patient presented in clinic upon developing an infection post-implant. The patient's implantable cardioverter defibrillator, atrial lead, right ventricular lead, and left ventricular lead were explanted. The patient was stable.

Manufacturer narrative:
Correction: b5- should have been "related manufacturer reference number: 2017865-2021-06460; related manufacturer reference number: 2017865-2021-06464; related manufacturer reference number: 2017865-2021-06465" rather than "related manufacturer reference number: 2017865-2021-06460; related manufacturer reference number: 2017865-2021-06461; related manufacturer reference number: 2017865-2021-06462.

Event description:
Related manufacturer reference number: 2017865-2021-06460. Related manufacturer reference number: 2017865-2021-06464. Related manufacturer reference number: 2017865-2021-06465.

Manufacturer narrative:
Analysis was normal. No anomalies were found.